Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found "check instrument energy connection" message displayed. The e-100 generator would not fire, and there was no blue light on the generator with the vessel sealer extend (vse) plugged in. Fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi has issued a return material authorization (RMA) to have the e-100 generator returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) would not work with the e-100 generator. The instrument was moved to the erbe generator and worked as expected. The customer stated they received a check cable connection message as the e-100 would not work. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto the unit with saline-dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. The complaint was not confirmed based on failure analysis.

Manufacturer narrative:
The vessel sealer extend was placed and driven on an in-house system. The instrument passed the recognition, cut and seal, energy recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the dsp logs during testing. There were no logs displayed in the msc or tool table logs. There was no physical damage observed during testing. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.